Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an auto inflate failure message. However, there was no adverse event reported.

Manufacturer narrative:
(B)(6). The getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported "auto inflate failure" issue by just running the unit. However, the fse was able to replicate the error by disconnecting the iab during or before auto fill was performed and verify the alarms in the iabp¿s diagnostic error log. The stm suspected operator issue - iab might not have been connected properly. The stm performed full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an auto inflate failure message. However, there was no adverse event reported.